Event description:
It was reported that a user of the ilet experienced sustained high blood glucose, with a highest cgm value of 236 mg/dl and a glucometer value of 228 mg/dl, after eating breakfast and then lunch while still elevated; infusion set (inset 23, thigh) and cannula were checked, found straight with no kinks, leaks, or bubbles, drops were obtained immediately, and the site was replaced, with glucose subsequently returning to range, and no specific device or use problem and no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event was classified as an adverse event without an identified device or use problem, with no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.